Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting and too slow or too fast(pump error 37). No harm requiring medical intervention was reported. Troubleshooting was performed and found that the error occurred during rewinding the pump. The customer was able to clear the alarm successfully, but could not able to complete rewinding. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
S/w version: 5.2 a, retainer ring: black, case type: ngp. Customer returned pump, for alleged pump error 37 found on 18-apr-2023. The pump passed, the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 37 alarms were noted, during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed five pump error 37 alarms on the event date of (B)(6) 2023 at 05:33:03.000, 05:33:53.000, 05:35:08.000, 05:42:47.000 and 05:46:44.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. The following were also noted, during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay and pillowing keypad overlay. Pump error 37 alarm was confirmed, in the pump history files and traces, due to moisture damage on the motor flex cable. Moisture damage was confirmed, found on the battery tube, electronic assembly, motor and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.